Event description:
It was reported that during an unknown process step of peritoneal dialysis (pd) therapy with an unknown transfer set, the patient developed peritonitis "due to an infection". The reporter stated the cause of the event was due to the replacement of transfer set in the hospital. It was not reported if the patient was admitted to the hospital for peritonitis. Treatment was not reported. According to the reporter, the patient recovered from peritonitis and pd therapy was ongoing. The patient was also receiving hemodialysis therapy. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown vantive transfer set. E1: initial reporter address: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.